Event description:
This was a cardiac lead extraction case to remove one non-functional cs (lv) lead. The lead was prepped with a cook liberator stylet, however, the stylet could not be completely advanced to the distal tip of the lead. A 12f sls ii laser catheter was utilized to assist with the extraction. Upon advancement to the svc junction, the lead broke, causing unintended forward motion of the laser sheath into the lateral svc wall. The physician paused and checked the patient's blood pressure, which slowly began to decline. The CT surgeon was paged and anesthesia assisted with maintaining the patient's pressure. The patient's pressure began to stabilize after about 5-10 minutes. The CT surgeon suspected that because of the patient's medical history (i.e. CABG and sternal osteomyelitis in 2001), there was significant scarring present and was likely acting as a tamponade to the injury. Unfortunately, because of the suspicion of heavy scarring, re-opening the chest cavity to fix the tear was not an option. Therefore, the CT surgeon elected not to open the patient. The patient's pressure stabilized and the ep decided to complete the procedure with re-implantation of a new cs lead. Once the new cs lead was implanted, the outer sheath was removed from the lead, and the patient's blood pressure dropped significantly once again. Rescue attempts were made, however, the patient did not survive the intervention. The physician stated that implantation of the new lead may have unintentionally created further damage and the sheath may have been acting as a tamponade for the injury, so the patient's pressure remained stable as it did when the injury may have been less pronounced, until the sheath was withdrawn.

Manufacturer narrative:
Attempts to obtain the sls ii involved in this case are being made. Per policy at the facility, the catheter must go to pathology and spectranetics must request the return of the catheter for investigation. If the device is returned, a follow-up report with the results of our investigation will be filed.